Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement due to eri, lead damage was observed. Lead was repaired and all electrical measurements were good. Patient's condition was stable.